Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 458 mg/dl (aviva) and 190 mg/dl (diabetes educator's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Patient was revised to address femoral loosening and subsidence. Osteolysis and metalosis were also reported.